Event description:
The customer stated that something was not right when mixing. There were white specks after mixing was completed.additional information received on (B)(4)-2011:they used another device besides the coseal to complete the surgery.

Manufacturer narrative:
(B)(4). The manufacturing facility, baxter (B)(4), completed the investigation. The reported complaint could not be confirmed as there were no white specks in either of the solutions (buffer and acidic buffer) of the returned sample. A batch review showed no non-conformities or deviations that could have caused or contributed to this complaint. The retention samples were visually inspected and there were no abnormalities or defects detected. Per the manufacturing facility, a batch review for the pouch showed no non-conformances or deviations that might have caused or contributed to this complaint. This is the first complaint of this nature received for this product lot. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment:particles were visually identified prior to use of product. If such hazard would recur and user would not visualy recognize particles in product a worst case clinical scenario probably would lead to a local and minimal foreign body reaction, which only on exceptional cases may lead to serious injury.a follow-up report will be submitted upon receipt and evaluation of the investigation results of the sample.